Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient would be laying down and they felt a power surge that started about 6 months ago, roughly (B)(6) 2021. The patient was redirected to their healthcare provider to further address the issue.